Event description:
This lead was explanted because the shock impedance was greater than 150 ohms. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at approx. 17.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The analysis demonstrated a fracture of the conductor cable to the rv shock coil at some 8.5 cm distal to the is-1 connector pin. The conductor cable to the rv shock coil was found deformed between the ventricular df1 connector pin and the yoke. Based on the characteristics of these damages, it is reasonable to assume that the conductor fracture as well as the deformation of the conductor cable to the rv shock coil occurred due to excessive mechanical forces during the explantation procedure. Further analysis revealed several cuttings of the insulation which occurred most likely during surgery. Due to the fragmentation of the lead the root cause of the clinical observation was not determinable. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.